Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating the prolieve system shutdown 37 minutes into the procedure. The system started to reboot, stopped, rebooted again a couple of times, then finally went to the start up screen. No error messages were displayed. The complainant reported no patient issues. Per follow up with the complainant, the patient condition is fine. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a field service engineer (fse) serviced the console and determined the radiofrequency (rf) value exceeded the allowable adjustment range indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.

Manufacturer narrative:
During testing of the prolieve console by the field service engineer (fse), the system powered up and ran for at least 45 minutes. At 37 minutes, the output power rose to 57.71 watts, indicating the radiofrequency (rf) value exceeded the allowable adjustment range.